Event description:
The customer reported that the device power switch is intermittent. There was no report of pt use associated with the reported event.

Manufacturer narrative:
The hosp biomedical engineering staff evaluated the device, and reported that the power switch functioned intermittently. The part number for a replacement front panel keypad assembly was provided to the customer.